Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.75 x 38mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts at the proximal end of the stent were lifted and slightly flared from their crimped positions. The undamaged stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube shaft found a break situated at 893mm distal to the distal end of the strain relief. Also, multiple kinks located at different places along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 03jul2020 it was reported that crossing difficulties were encountered. The 80% stenosed, 2.75mmx38mm target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 2.75 x 38 synergy drug-eluting stent was advanced but could not cross the lesion. The procedure was completed with another of the same device. No patient complications nor injuries reported and the patient's status was stable. However, returned device analysis revealed a stent damaged and hypotube detached/separated.